Event description:
It was reported that during the total hip, the doctor took out the femoral head and started reaming while using x-ray. He reamed to a 52 and trialed the 52 cup, but it wasn¿t getting the fixation he liked so reamed up to a 54. The same thing happened so he kept going up and trialing. He was losing medial wall and didn¿t want to expand the cup very big so he was going to change to a bipolar hemi head. While trialing with the bipolar head, it was noticed that the head didn¿t want to seat all the way down. Surgeon took out the trial and noticed there was a fracture in the acetabulum. He scrubbed out and got some suggestions from his partner. He ended up deciding to put in a real stem, and a bipolar hear in without the metal shell. The plan was to close and come back and revise at a later date when the doctor had some help. On (B)(6) 2025 the hip was revised. Used a revision cup and screws and got the fixation they wanted. Doi: (B)(6) 2025, dor: (B)(6) 2025, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: h6 health effect (clinical and impact code).